Event description:
It was reported to philips that intermittent geometry movement error during diagnostics on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service calibrated movements: device returned to use under observation. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).